Manufacturer narrative:
This report is submitted on april 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced retention issues at implant site due to thickening of the skin flap. Subsequently, the patient underwent skin flap surgery on (B)(6) 2018. The implanted device remains.